Manufacturer narrative:
(B)(4).

Event description:
Customer reported during the procedure the tip of the sheath is broken. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
Customer reported during the procedure the tip of the sheath is broken. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cath-lab sheath with dilator assembly and a lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white marks around the damage, which indicates stress. No other defects or anomalies were observed. The dilator length from the hub to the distal tip measured 6 15/16", which is within the specification limits of 6 3/4"-7 1/4" per the dilator product drawing. The dilator outer diameter measured.1073", which is within the specification limits of .1070"-.1100" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured .047", which is within the specification limits of .047"-.050" per the dilator extrusion product drawing. The dilator inner diameter at the distal tip measured .040", which is within the specification limits of .039"-.040" per the dilator product drawing. The dilator was inserted through the returned sheath. Little to no resistance was observed as the dilator was able to pass completely through the sheath. It was noted that the dilator hub was able to lock into the sheath hub. The IFU provided with the kit informs the user, "ensure dilator hub fully snaps into sheath cap". A lab inventory guide wire with a diameter of .035" was inserted through the returned dilator. The guide wire was able to pass with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was split/frayed. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.